Event description:
It was reported the ipg was inoperable. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Customer phone number: (B)(6). Date of event is estimated.

Event description:
Additional information indicates the patient reached 75% of expected service prior to becoming inoperable which is considered normal characteristics.